Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had unregulated flow was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported clinician paused an infusion of heparin following a prothrombin time greater than 200 seconds per hospital protocol. When clinician came back to check on patient it was noted the heparin was still infusing and allegedly no longer paused. The clinician stopped the infusion. There was patient involvement however patient outcome is unknown. On site manufacturer representative tested the pause button on the device and noted the device did pause and was alarming paused until representative pressed the restart button. Although requested additional information was not provided as customer stated no further information available.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported clinician paused an infusion of heparin following a prothrombin time greater than 200 seconds per hospital protocol. When clinician came back to check on patient it was noted the heparin was still infusing and allegedly no longer paused. The clinician stopped the infusion. There was patient involvement however patient outcome is unknown. On site manufacturer representative tested the pause button on the device and noted the device did pause and was alarming paused until representative pressed the restart button. Although requested additional information was not provided as customer stated no further information available.